Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level 170-180 mg/dl. Reportedly, the pump supplies were changed to address the issue.